Event description:
The healthcare provider reported an error code message on the ptm, 8476. The patient¿s stall did not recover and it is the only stall that was noted in the patient¿s logs. The patient was scheduled to see an hcp tomorrow for a replacement consult. The hcp had spoken to the patient over the phone on (B)(6) 2014 and stated that the patient is starting to have some symptoms of withdrawal including headache and the chills. The patient had not been exposed to any emi sources that they knew of and no troubleshooting had been done besides reading the pump and scheduling the replacement consult. The pump was used to deliver dilaudid. No patient outcome reported

Manufacturer narrative:
(B)(4)

Event description:
Per this reporter, in (B)(6) the pump motor stalled on (B)(6) 2015. The stall did not recover and there was only one motor stall noted in the event logs. The patient denied exposure to MRI or emi. No troubleshooting, interventions, or actions were taken. The patient refused to replace the pump. The patient was being managed with oral medications by her neurologist/pain specialist. The patient also had pain breakthrough, insomnia, and increased anxiety related to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. On the day of report, the physician noted that there were intermittent motor stalls and recoveries in the pump logs. As of (B)(6) 2015, the last motor was not known to have recovered. The cause of the motor stalls was unknown; no MRI, electromagnetic interference, or trauma to the device could be identified. It was also noted that the patient did not hear the pump alarm. The patient was reportedly "larger". The physician planned on having the device replaced as soon as possible. As of (B)(6) 2015, it was indicated that the patient had recovered without permanent impairment; however, it was reported that no troubleshooting, interventions, or other actions had been taken to mitigate or resolve the event.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. Product ID 8590-1, lot# n185021, implanted: 2009-(B)(6), product type accessory. (B)(4).